Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Customer's blood glucose at the time of incident was 24.3 mmol/l. Customer's current blood glucose was 32.5 mmol/l. The customer did experienced the symptoms such as dry mouth. Troubleshooting was declined for high blood glucose and under delivery. Auto mode feature was not active at the time of event. The reservoir will not be returned for analysis.